Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. The reported system error 2240 alarm could not be confirmed and a root cause could not be determined. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
The customer contacted baxter?s technical service center regarding a system (se) error 2240 (air in tubing alarm) which occurred on the homechoice (hc) during dwell 4 of 4. The patient was connected at the time of the alarm. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The technical service representative explained the alarm and helped the home patient (hp) clear the system error 2240 by cycling power. The hc alarmed system error 2367; hp power cycled hc again and then went back to press go to start. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with manual supplies.there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.